Manufacturer narrative:
H10: h2, h3, h6. The device, intended for use in treatment, was received for evaluation. There was a relationship found between the returned device and the reported incident. A visual inspection was performed. Only the arm board assembly was received. A functional evaluation was conducted. The bolt that secures the lower cushion to the mounting bracket was seized and could not be tightened or loosened. The bolt was not tightened down, so the assembly was loose. The complaint was confirmed and the root cause is a deformation problem. Factors that could have contributed to the reported event include a cross threading of the bolt as it was tightened into the bracket. No product identification information was provided and thus a manufacturing record review could not be conducted. A complaint history review concluded this was a repeat issue.

Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that, the arm board of the "non operative arm board tenet" was coming apart of the metal part. No case reported; therefore, there was no patient involvement. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.